Event description:
It was reported that there was a problem with the implantable neurostimulator (ins). The patient experienced telemetry issues. An ins overdischarge was suspected. The patient had not been able to use her device since (B)(6) 2009. The patient had at least one previous overdischarge. Additional information received reported that the patient had no stimulation sensation. The device was not working and hadn¿t worked for over 7 years. The patient did not indicate what the issue was. The patient could not handle the pain anymore and wanted to have a new device implanted. Interventions and patient outcome were not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v001925, implanted: (B)(6) 2006, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).